Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report that he was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 15:23:46. The rhythm at the time of the treatment is unknown due to nose and artifact. The post-shock rhythm of the treatment was sinus tachycardia with dual lead noise and artifact. The patient reported riding his motorcycle at the time of the event. The response buttons were pressed after the treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 02/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.